Event description:
It was reported that during the procedure for treatment of a large saphenous vein graft (svg) and placement of a covered stent across the neck of a pseudoaneurysm (psa), a 3.0x16 otw graftmaster stent system was advanced but could not be delivered beyond the proximal segment of the vein graft. The stent system was withdrawn from the anatomy and the stent was not deployed. It was determined that this approach would not be successful; therefore, another approach was attempted by stenting the svg at the inlet of the psa using a 3.0x38 rx xience prime stent. The stent was successfully deployed; however, an additional 3.0x12 rx xience stent was placed distally to cover an edge dissection. A 3.5x18 rx xience stent was then deployed at the ostium of the vein graft and post dilatation was performed using a non-abbott balloon. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Indication for use. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. It was reported that the xience prime stent was implanted in the saphenous vein graft (svg). It should be noted that the IFU states: the xience prime stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.